Manufacturer narrative:
Follow-up #1: date of submission 26-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 08-jan-2018 with the following findings: during investigation, the pump powered on with a dim, discolored display.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis 01-dec-2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a dim and discolored display. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen was dim. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.